Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for low pacing lead impedance on the atrial lead was noted. Noise was also noted on the atrial lead. The sensitivity settings of the lead were reprogrammed. The patient was stable with no adverse consequences.